Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that she also had other high blood glucose event. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 490 mg/dl at the time of hospitalization. The customer stated that she experienced anxiety. The customer stated that she treated high blood glucose with manual injections. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.